Manufacturer narrative:
Received the following information regarding this complaint 1. No, the instrument could not be removed. 2. The tooth (23) was filled orthograde with gutta-percha, apically resected, and filled retrograde with mta. The patient was treated with antibiotics. 3. Sterilized once. 4. Only fracture of the instrument during trepanation. 5. One patient. This is a follow up report with this additional information. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code ; 4580. Health effect - impact code : 4648. The correct codes for this complaint are: health effect - clinical code : 3165 health effect - impact code : 4644 this is a follow up report to correct this code.

Manufacturer narrative:
The investigation results for this complaint are returned protaper hu finishing file f3 31mm is broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1910236. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it is reported that a protaper ster hu 31mm/f3 x6 file broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.